Manufacturer narrative:
. H10: upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber was received in one piece. Visual analysis showed that the fiber tip had normal degradation down to the fiber jacket. During functional testing. Light from the connector was distorted due to the degraded tip, but there was no light escaping from the fiber body. Based on this observation, the reported event was not confirmed as fiber did not exhibit any breaks. It is probable that procedural conditions, such as physicians technique, size and composition of the material being ablated, may have contributed to the heavy degradation of the tip. According to the IFU, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber. Since the analysis was unable to confirm a fiber tip break, a conclusion code of no problem detected was assigned to the investigation.

Event description:
It was reported that during soft ureteroscopy lithotripsy, the fiber broke inside the patient. Device was removed from the patient's body and procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber was received in one piece. Visual analysis showed that the fiber tip had normal degradation down to the fiber jacket. During functional testing. Light from the connector was distorted due to the degraded tip, but there was no light escaping from the fiber body. Based on this observation, the reported event was not confirmed as fiber did not exhibit any breaks. It is probable that procedural conditions, such as physicians technique, size and composition of the material being ablated, may have contributed to the heavy degradation of the tip. According to the IFU, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber. Since the analysis was unable to confirm a fiber tip break, a conclusion code of no problem detected was assigned to the investigation.

Event description:
It was reported that during soft ureteroscopy lithotripsy, the fiber broke inside the patient. Device was removed from the patient's body and procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that during soft ureteroscopy lithotripsy, the fiber broke inside the patient. Device was removed from the patient's body and procedure was completed with another of the same device. There were no patient complications.